Event description:
It was reported that a malfunction alarm occurred with a malfunction code of malf 9. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided the customer with information to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised that they could continue using the pump and to contact support if the issue reoccurred, which the customer acknowledged and understood.